Event description:
It was reported that during a da vinci-assisted total gastrectomy procedure, it was reported that the vessel sealer extend (vse) strongly adhered to the tissue after a sealing cycle, resulting in tissue tearing. The vse was used on the omentum, and exhibited normal sealing and functioned as expected until the 4th or 5th sealing cycle when the tissue adherence occurred. The instrument had been inspected prior to use with no damage noted. The target tissue was not greater than 7mm in diameter, not calcified, and not exposed to radiation or chemotherapy. The instrument jaws did not come into contact with a clip, suture, staple, or other metal object, and the jaws were not immersed in liquid or contaminated by carbonized tissue. The severed tissue required coagulation with a bipolar instrument. No bleeding occurred, and no unnecessary removal of healthy tissue was required. Attempts to clean the instrument and use ampuwa (water for injection or irrigation) were unsuccessful, necessitating the use of a backup instrument to complete the procedure. There was no additional adverse impact on the patient associated with the event. The surgeon believed the issue to be a production problem, and it was noted that the replacement instrument worked without problems with the same tissue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Isi did not receive the RMA to confirm/identify the failure mode. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer-reported issue. A review of the information associated with this event has been performed by failure analysis engineer on 18-aug-2025. The following additional information was provided:tissue sticking is typically not detected through logs. It could be due to the user applying energy when there is too much tissue between the jaws, which is also when the high initial starting impedance error can occur. Digital signal processor logs show that the first vessel sealer extend instrument, lot number l14250116-0191, was installed eight times and passed homing eight times. A quantity of 241 cut complete events were noted, with no errors. The e100 logs show a quantity of 97 coagulation events with no errors. There were 315 seal events noted, with four high initial starting impedance errors. The instrument was used for about 2 hours and 5 minutes. The second vessel sealer extend instrument, lot number l14250116-0184, was installed six times and passed homing six times. A quantity of 149 cut complete events were noted, with no errors. The e100 logs show a quantity of 76 coagulation events with no errors. There were 157 seal events noted, with three high initial starting impedance errors. The instrument was used for 1 hour and 20 minutes. Master system controller logs show one high initial starting impedance error at the same timestamp as the first error for the first instrument mentioned above. .

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The vessel sealer extended instrument was analyzed, and the complaint was not confirmed by failure analysis. Visual inspection displayed no physical damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The instrument passed electrical continuity tests. The instrument delivered energy with no issue detected. The instrument was fully functional. No product issue was identified.

Event description:
Refer to h11 for follow-up information.